Event description:
Customer reported that they received the x-star cres,2.5mm 55deg. Bev up w/safety with a retracted shield (378234 lot 6035939) . The customer did not specify the date in which they found the shields to be retracted. There was no injury reported to patient or user.